Event description:
It was reported that the lesion had moderate calcification and pre-dilatation was performed. A zeta 3.5 x 23 stent was implanted at 8 atm. An angiogram was performed and a dissection was noted at the distal end, and a stent was implanted. Ivus was performed and the zeta 3.5 x 23 was not observed in the vessel; therefore, a stent was implanted. The zeta 3.5 x 23 stent was found inside of the protective sheath, outside of the pt.